Event description:
The advocate stated the customer received a blood glucose reading of 39mg/dl from her contour and readings of 139 and 138mg/dl from two other meters.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips were sent to the customer.

Manufacturer narrative:
Initial reporter phone and address were not provided.